Event description:
Situation: while drawing up insulin to administer to patient, I obtained a needle stick with a clean needle. Background: I was drawing up insulin with a 0.5 ml vanishpoint 30g x 5/16 insulin syringe and needle. After drawing up the insulin, I needed to reapply the orange cap so I could take the syringe and needle to the patient's room to administer the injection. To reapply the orange cap, I was using the 'scoop method' which is one that I routinely use to reapply caps to clean needles. Once the orange cap was successfully applied to the needle, to secure that cap, I needed to apply pressure to make sure it was in place. When I did that, I felt a prick to my right pointer finger, and I noticed that my finger was minimally bleeding. When assessing why that happened, I noticed that the needle on the syringe had punctured through the orange cap due to it being bent. I did not notice it being bent before applying the cap, otherwise, I would have discarded the needle and would have drawn up the medication with a new one to avoid this injury. Manufacturer response for insulin syringe and needle, 0.5 ml vanishpoint 30g x 5/16 insulin syringe and needle (per site reporter). Supply chain emailed reps directly.